Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 a patient experienced a detached sensor wire. Distributor claimed that after deployment, patient's sensor wire became detached. No medical intervention was required.